Event description:
It was reported that the tubing had a "bulge". The rn stopped the pump and replaced it for fear of it "bursting". Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report that the tubing bulged was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed inside the tubing throughout the entire sets. Visual inspection of the set noted the top of the silicone pump segment tubing near the upper fitment, a balloon was observed. There were no other anomalies observed. Functional testing resulted in no ballooning in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing bulge. The nurse stopped the pump and replaced for fear of it bursting. There was no patient harm reported.